Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one of the instrument's snake wrist cable was found to be broken at the distal end of the instrument. The cable that was stuck out was approximately .135 at the distal end. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's snake wrist cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci pulmonary wedge resection procedure, the customer noted that the thoracic grasper instrument wire was frayed and broken at the distal end. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.